Event description:
It was reported that the user announced a meal while using the ilet system and subsequently experienced hypoglycemia, reaching 55 mg/dl before self-correction measures increased glucose to 171 mg/dl at the time of the call. Investigation included a review of device use and user education with troubleshooting. Investigation of this case revealed the cause of the hypoglycemic event remained unclear. Symptoms include nausea consistent with hypoglycemia. Outcomes included transient interruption of normal activities requiring oral glucose treatment. It was concluded that no device malfunction was identified and the event was non-serious with recovery following oral carbohydrate intake. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.